Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature was not displayed while using the extension cord of the temperature sensing catheter (bad temperature indication).

Manufacturer narrative:
The reported event is confirmed as supplier related. A temperature sensing catheter extension cord was returned opened without original packaging. A photo sample was also returned. No damage to the cable was noted from the photo sample. An evaluation for erratic display could not be completed from the photo sample. The physical sample was evaluated. No damage to the cord was noted. Connections of the cord to the plug and socket were secure. Using a multimeter, the cord was tested for and found to have continuity. The cord was connected to an in-house temperature sensing catheter submerged in a water bath the cord was then attached to a kilo device and displayed the temperature erratically from 28 to 39 degrees celsius. The sample meets the specification "plug and jack must be firmly secured to wire." A potential root cause for this failure is "wrong dimensions on competitors or our own connector" or "user damaged pins when inserting connector". The lot number is unknown; therefore, the device history record could not be reviewed. Labeling review was not required as review of the labeling would not have prevented the reported event. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the temperature was not displayed while using the extension cord of the temperature sensing catheter (bad temperature indication).

Event description:
It was reported that the temperature was not displayed while using the extension cord of the temperature sensing catheter (bad temperature indication).

Manufacturer narrative:
The reported event is confirmed cause unknown. A temperature sensing catheter extension cord was returned opened without original packaging. A photo sample was also returned. No damage to the cable was noted from the photo sample. An evaluation for erratic display could not be completed from the photo sample. The physical sample was evaluated. No damage to the cord was noted. Connections of the cord to the plug and socket were secure. Using a multimeter, the cord was tested for and found to have continuity. The cord was connected to an in-house temperature sensing catheter submerged in a water bath. The device was returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: for use with bard temperature-sensing products and accessories". H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. A temperature sensing catheter extension cord was returned opened without original packaging. A photo sample was also returned. No damage to the cable was noted from the photo sample. An evaluation for erratic display could not be completed from the photo sample. The physical sample was evaluated. No damage to the cord was noted. Connections of the cord to the plug and socket were secure. Using a multimeter, the cord was tested for and found to have continuity. The cord was connected to an in-house temperature sensing catheter submerged in a water bath the cord was then attached to a kilo device and displayed the temperature erratically from 28 to 39 degrees celsius. The sample meets the specification "plug and jack must be firmly secured to wire." As the reported event can potentially be supplier related or caused by the user and we are unable to determine the actual cause, the reported event will be confirmed cause unknown. A potential root cause for this failure is "wrong dimensions on competitors or our own connector" or "user damaged pins when inserting connector". The lot number is unknown; therefore, the device history record could not be reviewed.the instructions for use were found adequate and state the following: " for use with bard temperature-sensing products and accessories". Corrections: f, h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the temperature was not displayed while using the extension cord of the temperature sensing catheter (bad temperature indication). Per notification received from investigator on (B)(6)2022, it was stated that the cable was found to not meet specification during evaluation.